Event description:
Edwards received information that a 27 mm mitral pericardial valve, implanted approximately eighteen (18) years, was explanted due to mitral stenosis and regurgitation secondary to pannus growth. The device was explanted and replaced with a non-edwards valve with no adverse events. The patient status was reported as ¿recovered¿. Upon the valve explant, pannus growth was observed at the entire area of this valve including the stent posts. The leaflets were in good condition though there were calcification and hardening. As reported, there was no allegation of device malfunction. The doctor commented that the surgical valve did not fail prematurely.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, e1, e3, and h6 per new information received.

Event description:
Edwards received information that a 27 mm mitral pericardial valve, implanted approximately eighteen (18) years, was explanted due to stenosis and regurgitation secondary to pannus growth. A non-edwards mechanical valve was implanted with no adverse patient events reported. The patient status was reported as "recovered". Upon the valve explant, pannus growth was observed at the entire area of this valve including the stent posts. The leaflets were in good condition though there were calcification and hardening. There was no allegation of device malfunction. The doctor commented that the valve did not fail prematurely.

Manufacturer narrative:
H10: additional narrative : updated b5 per new information received.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device is in the process of being returned. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27 mm mitral pericardial valve, implanted approximately eighteen (18) years, was explanted due to mitral stenosis and regurgitation secondary to pannus growth. The device was replaced by a non-edwards valve with no adverse events reported. The patient status was reported as ¿recovered¿. As reported, upon explant, pannus growth was observed at the entire area of this valve including the stent posts. The leaflets were in good condition though there were calcification and hardening. The doctor commented that the valve did not fail prematurely.